Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event states "vessel perforation, which was allegedly not related to trevo, occurred during procedure. There were no other patient injury such as vessel dissection or device malfunction during procedure. CT follow-up 16.5 hours after the procedure on oct 15th revealed ich(hi-1)." The reported 'patient vessel perforation' and 'patient intracranial hemorrhage' are known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
During thrombectomy procedure, the subject retriever along with other devices were used to remove the clot from left m2 lesion. Pre procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of 0, national institute of health stroke scale (nihss) of 13 and mrs (modified rankin score) of 0. Aspects before procedure was 10. The tici was improved to 2b after the first pass. However, the vessel perforation occurred during the procedure which was allegedly not related to the subject retriever. There was no other patient injury such as vessel dissection or device malfunction during procedure. 24 hours post procedure computer tomography (CT) confirmed the intracranial hemorrhage (ich). 7 days post procedure, the nihss of 17 and the mrs score became worse to 4. The mrs score of 4 was reconfirmed post 50 days procedure. The physician stated that patient's m2 infarction was "cardio embolism" according to toast classification. No other information was provided.